Event description:
The customer reported intermittent fast stop errors. There was no pt info provided and customer continued to use system after rebooting.

Manufacturer narrative:
The ge service rep could not duplicate error found bad wire crimp on p6 connector on back plane repaired connector. Then unit gave ad channel 3 error after reboot found k2 relay stuck shut. Replaced power cap module. Tested unit working as intended.